Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported the pump was primed and upon initiation of support the user was unable to provide flow to the patient. The venous pressure read 0. Attempted to rezero all pressure. Arterial and internal pressure reset; but venous pressure did not. Switched to handcranking. After restarting the device, support was initiated. No reported patient effect. (B)(4).